Event description:
It was reported that the device exhibited an abnormal drop in battery voltage over a period of three days. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - pre/approaching eri: weekly and daily trend in save to disk data file (B)(4) shows min bat=2.99 to 2.65 volts between (B)(6) 2011, is before device rrt<= 2.61 volt. Daily trend in save to disk data file (B)(4) shows an abrupt decrease for min bat=2.97 to 2.64 volts between (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - pre/approaching eri: weekly and daily trend in save to disk data file (B)(4) shows min bat=2.99 to 2.65 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt<= 2.61 volt. Daily trend in save to disk data file (B)(4) shows an abrupt decrease for min bat=2.97 to 2.64 volts between (B)(4) 2011 and (B)(4) 2011. The device was returned and was analyzed. The analysis was inconclusive.